Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 479 mg/dl. The customer stated that he had received a motor error alarm before and after bolusing and had received the error five times already. He also observed that nothing happened to the insulin pump prior to the call. The insulin pump is able to be rewound. Advised the discontinuation of the device. Nothing further reported.